Event description:
It was reported the device failed during performance/diagnostic testing (rapid atrial pacing test). The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; no faults found during pacing testing. Analysis found the battery release, battery contacts, and keyboard pad are contaminated. One bail cover broken. Lcd (liquid crystal display) segments missing. (B)(4).